Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/28/2014.

Event description:
Procedure: lap colon. According to the reporter: jaw could not be opened after the first firing. The device locked on tissue.